Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 3 had two faults, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm arm 4 due to repeating error 23062. The fse also reseated arm 3. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. An isi technical support engineer reviewed the system logs at the time of the call into technical support. Investigation revealed the following possible related system errors: 23062. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23062 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to a repeated recoverable fault. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted procedure, that arm 3 was currently working at the time but had two faults in the last hour. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and identified a 23062 error in the logs two times, pointing to a phase motor that did not respond as expected on universal surgical manipulator (usm) 4 axis 7. The customer stated they recovered from the error and were currently working at the time. The tse recommended if the error returned to call again. The procedure was continuing, and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. Remote fe recorded an error of 31226, 1126, 25730, and 23062. During an in-house system test, the usm failed normal mode as it triggered an error 31226/1126. During psc fixture test platform (pftp test), the arm failed the fiber test on the clock spring and parallelogram assembly. All other pftp required test were passing except for the insertion friction test. As a fix to the reported problem, the clock spring and parallelogram assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.